Event description:
Customer reported receiving a button error alarm on the insulin pump. She also reported that the numbers were scrolling without input. The blood glucose reading was 392 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.